Event description:
It was reported that during a rectal tumor resection in laparoscopy, after dissection: mini-pfannenstiel incision in order to perform the section at the level of the rectum. This device allowed stapling and section. During use the stapler had only released staples without section. Use of another device to complete the procedure. No immediate consequence. No patient consequence. However, a second device was requested and a second handling for exposition and section to be performed.

Manufacturer narrative:
(B)(4). D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: please provide more details for "a second handling for exposition and section" : there was a second manipulation with a second stapler given the defect of the first. The declarant could not be contacted, but I believe he was referring to exposure of the tumor after passage through the mini-pfannenstiel and sectioning with the stapler (forceps that cut and staple). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024 d4: batch #(B)(4). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The ledge of the lockout showed no indentations. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: make sure tissue to be stapled is properly positioned in the jaws before stapling. Bunching, stretching or uneven loading of tissue could result in leakage, lack of hemostasis, or disruption of staple line. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 325c91, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/17/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.